Manufacturer narrative:
Neither the blood glucose meter nor the test strips have been returned to the manufacturer. The device has yet to be received by the manufacturer, should the device be returned, a supplemental report will be filed with the results of the testing.

Event description:
The customer reported that their blood glucose meter felt hot while using it.